Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, during the (B)(6) 2024 procedure (related manufacturer reference number: 1627487-2024-07744) the physician was unable to place the new lead at the desired level. Effective therapy was not restored with the new lead. As a result, surgical intervention may be undertaken to address the issue.